Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic endoscopic stone removal surgery, a gallstone became impacted when the subject device was used for stone removal. The subject device could not be removed. A emergency lithotriptor handle was also used but the gallstone could not be destroyed. As the facility was no longer able to handle the case, the patient was transported to another hospital with the subject device still in the patient's body.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up (b5 and h6-impact code). Additionally, to provide a correction to the initial with information inadvertently left out (h4, h6-type of investigation, and h11-legal manufacture's investigation) and to provide a correction to the previous fields (h6-investigation finding and h6- investigation conclusion). The subject device was manufactured on aug 2023 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. Information inadvertently left out: based on the results of the lm investigation, the subject device was not returned, and the root cause of the suggested event could not be determined.

Event description:
Additional information received: patient underwent surgery after being transported to a different hospital. It was reported that there were no problems after that and the patient returned back to ueki hospital. Additionally, the gallstone was larger than expected.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements related to the reported failure mode: ¿- before use, thoroughly review the instruction manuals for this instrument and the lithotripter to determine the proper method of use. Using the instrument and lithotriptor without thoroughly reviewing their manuals could cause patient injury. Do not use this instrument if the target calculus is found to be impossible to retrieve through preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation. Do not use this instrument to grasp multiple calculi at one time. Doing so may make it impossible to remove the basket (with calculi engaged) from the patient. - use this instrument with a hospitalization plan ready and the understanding that, if the calculus is too hard to be crushed by the lithotriptor, the instrument may become irreversibly damaged and open surgery may have to take place in order to remove the calculus. When using the bml-110a-1 mechanical lithotriptor, there is a possibility that the basket could become damaged as shown in section10.8, ¿emergency treatment¿. Use the bml-110a-1 with the understanding that the basket could become damaged and open surgery may have to be performed. - repetition of calculus retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a calculus or could cause the basket with calculus engaged to become impacted in the body. If calculus retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or worn, tube sheath is bent, etc.) Is detected during the inspection. - when using the bml-110a-1, do not withdraw the tube of this instrument from the endoscope while the endoscope is inserted into the patient body. If the endoscope is withdrawn from the patient body, after the tube of this instrument is withdrawn from the endoscope which is still in the patient body, (i.e., if the endoscope is withdrawn from the patient body while the only operation wire of this instrument is still in the endoscope), the forceps elevator of the endoscope contacts the operation wire of this instrument during the withdrawal of the endoscope, and may kink the wire. The kink of the operation wire may make it impossible that the distal end of the coil sheath of the bml-110a-1 is inserted into the patient body over the operation wire till the distal end reaches the target calculus and enable the bml-110a-1 to function. When using the bml-110a-1, either withdraw the tube together with the endoscope from the patient body or withdraw the tube of this instrument from the patient body after withdrawing the endoscope from the patient body. Then, insert the coil sheath of bml-110a-1 into the patient body over the operation wire of this instrument.¿ based on the results of the investigation, it is likely that the reported failure mode was caused due to the loads exceeding the device¿s strength capacity, possibly caused by factors such as size, hardness, and the shape of the calculus on the subject device ¿ consequently, it is inferred that the operating wire failed. Olympus will continue to monitor the field performance of this device.